Manufacturer narrative:
For 2 events the investigation could not identify a product problem. The cause of the events could not be determined. For 1 of the events, service actions resolved the issue. The follow up/corrective actions for 1 event was that a review of the calibration and qc data provided does not give an indication of an issue. The follow up/corrective actions for 1 event were not provided. The follow up/corrective actions for 1 event were that the field service representative found an issue with the rinse mechanism. He replaced the rinse tubing, adjusted the rinse mechanism rinse levels, and replaced the seals in the syringes. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous low results were generated by the cobas 8000 c (701) module. The events involved a total of 6 patients with low results for crpl3 c-reactive protein gen.3, crp and ca2 calcium gen.2. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. One patient gender of male was provided. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.